Manufacturer narrative:
(B)(4). The contact¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device, quick coupling device and the oscillating saw attachment device were not working when used together. During the pre-repair diagnostics assessment, it was determined that the motor of the compact air drive device seized, jammed and was moving heavy. It was further observed that all of the parts were rusted and debris was found inside the device. It was further determined that the device failed for checks for reverse locking mechanism, untrue running, excessive noise, and for power with test bench - min. 110 to 160 w. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.